Event description:
Related to MFR report # 2183959-2012-01534. "On or about (B)(6) 2005" or "(B)(6) 2008," an ams monarc was implanted to treat stress urinary incontinence and/or pelvic organ prolapse. Plaintiff's attorney alleges that, "after, and as a result," of the implanted mesh, plaintiff had "suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of her bodily tissue, dyspareunia, add'l surgery, and/or other injuries." It was reported that "on or about (B)(6) 2008," plaintiff required add'l surgery due to mesh "failure." Also alleged, plaintiff had "significant mental and physical pain and suffering, has required add'l surgery and medical treatment and she has sustained permanent injury," and other damages.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.